Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ("pain during sexual intercourse") and malaise ("a lot of sick leave/ loss of job") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), malaise (seriousness criterion disability), fatigue ("chronic fatigue"), myalgia ("muscular pain"), premature menopause ("precocious menopause"), visual impairment ("vision changed"), memory impairment ("memory disorders"), disturbance in attention ("concentration difficulties"), headache ("headaches"), arthralgia ("joint pain"), tendonitis ("tendonitis"), skin disorder ("dermatological disorders"), bone pain ("jawbone and temporal pain"), tremor ("trembling at effort"), mobility decreased ("loss of mobility") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, malaise, fatigue, myalgia, premature menopause, visual impairment, memory impairment, disturbance in attention, headache, arthralgia, tendonitis, skin disorder, bone pain, tremor, mobility decreased and weight increased outcome was unknown. The reporter considered arthralgia, bone pain, disturbance in attention, dyspareunia, fatigue, headache, malaise, memory impairment, mobility decreased, myalgia, premature menopause, skin disorder, tendonitis, tremor, visual impairment and weight increased to be related to essure. The reporter commented: actual state of the patient: known as disabled by work physician in a job that she did for 25 years. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-jan-2018 for the following meddra preferred terms: dyspareunia: the analysis in the global safety database revealed 104 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-dec-2017: similar incident listing attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ("pain during sexual intercourse") and malaise ("a lot of sick leave/ loss of job") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), malaise (seriousness criterion disability), fatigue ("chronic fatigue"), myalgia ("muscular pain"), premature menopause ("precocious menopause"), visual impairment ("vision changed"), memory impairment ("memory disorders"), disturbance in attention ("concentration difficulties"), headache ("headaches"), arthralgia ("joint pain"), tendonitis ("tendonitis"), skin disorder ("dermatological disorders"), bone pain ("jawbone and temporal pain"), tremor ("trembling at effort"), mobility decreased ("loss of mobility") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, malaise, fatigue, myalgia, premature menopause, visual impairment, memory impairment, disturbance in attention, headache, arthralgia, tendonitis, skin disorder, bone pain, tremor, mobility decreased and weight increased outcome was unknown. The reporter considered arthralgia, bone pain, disturbance in attention, dyspareunia, fatigue, headache, malaise, memory impairment, mobility decreased, myalgia, premature menopause, skin disorder, tendonitis, tremor, visual impairment and weight increased to be related to essure. The reporter commented: actual state of the patient: known as disabled by work physician in a job that she did for 25 years. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.